Event description:
It was reported that after the surgery, in 2 cases, CT findings revealed sinking of cage(s), during posterior lumbar interbody fusion (plif) at l4-l5 were observed. It was reported that this was caused by ¿bone erosion¿.

Manufacturer narrative:
(B)(4): hospital applicable imaging films were returned to the manufacturer for review. The images show a single level interbody fusion with pedicle screws. The sagittal CT reconstructions are cut in midline showing the cage and bone graft but not the pedicle screws. There is a gradual sclerosis that develops over time above and below the spacer along with some pitting and even bone loss in places on the surface of the endplates. There is no evidence of loss of fixation or significant positional in any of these films and no evidence of malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.